Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of one returned opened/used partial sensor (needle does not return) and performed visual inspection and found sensor flex broken in two parts, see attached picture for details and unable to confirm needle anomaly due to customer did not return insertion needle only sensor. In summary, the customer complaint for needle hard to remove was not confirmed. The customer complaint of broken sensor flex was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the sensor broke and remained in their upper arm during use. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, and the customer reported that the introducer needle was slightly harder to remove than usual. The customer confirmed that the sensor was not stuck to the adhesive and that there was sufficient subcutaneous tissue at the insertion site. No further patient complications were reported. No product return is required for mmt-7040a.